Event description:
It was reported that the patient had a shocking or jolting sensation. The issue occurred after the patient went through a security gate at a retail store. The device was turned on during exposure. The issue happened a couple of weeks prior to the report. The patient noted that their stimulation was turned off and noted that it could have happened when they were exposed to the security gate. The patient synced with their patient programmer and a lightning bolt was present on the screen. The patient noted that they had also been getting headaches but noted that their stimulation helped keep their headaches at a manageable rate. The headaches were more painful than the patient¿s normal pain. The patient noted that they started taking more pain medications around the time of the shocking. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).